Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No blank display anomaly was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump malfunctioned twice. The insulin pump shut off and had a blank display twice while delivering a bolus. Customer's blood glucose level went up to 308 mg/dl. The customer reverted to syringes after speaking with his health care provider. The customer was advised that the device would be replaced and agreed to return the product for analysis.